Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed black and blue marks underneath her left breast and an itchy irritation. The patient's physician recommended using benadryl cream on the irritation. During a follow-up, it was reported that the patient's irritation improved after using lotion and changing the garments more often.